Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that every tampon she used since the beginning of 2020 fell apart upon removal leaving pieces inside her vaginal cavity. She stated she usually was able to remove all the pledget pieces. In (B)(6) 2020, she developed abdominal pain, nausea, vomiting, high fever and hot flashes. She went to her pcp on 19 oct 2020 and was diagnosed with an infection and treated with two different antibiotics, one of which was metronidazole. At that time her pcp did not perform a pelvic exam. Her pain worsened and she saw a gynecologist on (B)(6) 2020. The doctor removed pieces of pledget from inside her vaginal cavity and prescribed a five day antibiotic metronidazole gel. She is now fully recovered.